Event description:
It was reported that a system check ten days after pulse generator change-out revealed lower therapy impedance measurements from the new ipg; the impedance of 987 ohms, was compared to 1640 ohms for the prior ipg, and a fluid shunt was suspected. The patient was receiving adequate therapy control and the physician would monitor the system. Approximately one month later, the patient realized total system explant when x-ray exam (date not provided), revealed a fracture of the lead product subsequent to a patient fall. Telemetry data was not provided. The patient had experienced speech changes and changes in ambulation; the date of symptoms onset was unknown. After system replacement, the patient reportedly had a "full return to prior status" and has recovered without sequela. Refer to MFR report #6000153200802619.